Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. Final analysis found three external insulation abrasions 7.2 cm to 7.5 cm, 15.2 cm to 16.9 cm, and 17.7 cm to 18.2 cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures although an internal short was noted at the distal portion of the lead.